Manufacturer narrative:
Correction: section d10. Concomitant medical products and therapy dates should have been entered rather than "blank".

Event description:
It was reported that the patient's left ventricular lead was capped for unknown reasons on (B)(6) 2026. It was not replaced. The patient condition was unknown.